Event description:
It was reported that the device exhibited multiple auto mode switch episodes due to atrial lead noise. The patient was stable after the event. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.